Event description:
It was reported that the pulse generator could not be interrogated. Attempts were made with two different programmers.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The pulse generator as received could not be interrogated. Downloading of the device image and software failed. A power reset was performed, after which software could successfully be reloaded and normal function ensued. The device was then monitored for one week, however the reported condition could not be reproduced.